Manufacturer narrative:
The device was not returned to olympus for evaluation. The inspection results are not evaluated as plausible. During inspection, the service department finds that the tip is broken. However, the provided picture shows that the tip is not broken but completely detached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause for the reported issue is very likely an unauthorized third-party modification. Olympus clearly states that products shall not be repaired by unauthorized service centers because the item does then no longer meets the specification. In worst case, such a repair might cause a danger for patients and/or users. This issue is addressed in the instructions for use (IFU): visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the resection sheath had a broken ceramic tip. The device was dropped during incorrect handling during reprocessing. The item was not used in a procedure. The product will not be returned. There were no reports of patient harm.